Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided detailed instructions to the customer. The customer was guided to put the malfunctioning pump into storage mode and return it to tandem using the provided box and label within ten days to avoid charges. The customer was informed that they would receive a replacement pump with updated software and would need to transfer existing pump settings and connect their cgm to the new device.